Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the descending colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The device was checked post procedure and it was noted that the snare was able to generate current without issue, however when the operator transmitted current outside the patient several times, the snare loop broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.

Manufacturer narrative:
Investigation results visual evaluation of the returned device found that the loop was broken with evidence of being burned. Functional analysis was not performed due to the condition of the returned device. Due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a captivator small hexagonal snare was used in the descending colon during a polypectomy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the snare failed to deliver current and was unable to cut the target polyp. The device was checked post procedure and it was noted that the snare was able to generate current without issue, however when the operator transmitted current outside the patient several times, the snare loop broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. It was reported that the patient had ¿no injury¿ at the conclusion of the procedure.